Event description:
An aneurx abdominal stent graft was implanted for endovascular treatment of a right common iliac artery aneurysm approx 53 months ago. It was reported that the pt presented to the ER with abdominal pain. An angiogram was done and showed a 6 cm diameter common iliac aneurysm; however, there was no sign of an endoleak on the angiogram. The decision was made to explant the stent graft. Upon explant there was a type 2 endoleak cross filling from the left hypogastric artery; however, this was not seen on the imaging (cta or angiogram). The explanted stent graft is retained by pathology at the hospital. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (type 2 endoleak), (endoleak). Conclusions: (type 2 endoleak).